Event description:
Subject is status post craniotomy/gliasite placement for gbm 2003, brachytherapy, and external beam radiation therapy. This was not an emergency admission. The subject had scheduled resection of recurrent tumor by dr. And completed all pre-requisite procedures per the hospital standard of care. Serial mris show marked interval worsening of extensive t2 signal abnormality surrounding the surgical cavity in the right temporal lobe. Abnormal enhancement is also markedly worsened in a nodular and irregular fashion around the cavity. Subject has had increased seizure activity since 12/2003.